Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that in looking at the carelink transmission only two ventricular tachycardia's with electrograms and all ventricular activity looks physiologic and not like noise. This was also noted in the ventricular electrograms from the at/af sampling. There was a noted increase in premature ventricular contraction (pvc) in pvc runs due to possibly a double counting in pvcs. No further patient complications have been reported as a result of this event.